Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred at the start of neurovascular diagnosis procedure and procedure got aborted. Two days later the procedure was completed. Customer reported the problem that the tsm was not communicating with the system. The philips field service engineer (fse) inspected the system onsite and cold restarted the system. After cold restart the tsm was working. Upon functional testing fse found that the power on of the tsm wasn¿t correct. Fse replaced the tsm (touch screen module). After replacement, the system was return to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It has been reported to philips that the touch screen module was not working. The system was in clinical use. The procedure was aborted. There was no reported patient or user harm. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.